Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Head part came off in mouth / some metal parts were sticking out [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A parent reported via phone on (B)(6) 2017 that his/her child of unspecified age and gender used an oral-b power oral care refill precision clean, and the head part came off in his/her mouth and some metal parts were sticking out. The parent noted that his/her child was not hurt. The parent had purchased the brush heads as a pack of two or four, and there was still one brush head that was unused. The parent threw away the package and didn't have it any more. The parent stated that the brush head had been used for just a month or so. There still weren't any problems with the brush ends. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received parent's follow-up phone call: the parent reported that he/she tried to send the brush without the neck part, but his/her child said that they didn't want it anymore and threw it away on the day before garbage day, so now it was gone. The parent stated that he/she had a new one, but had wanted to find out what happened to the first brush head so that he/she could use it. No further information was provided. On (B)(6) 2017 received parent's follow-up phone call: the parent reported that the head part came off very cleanly. No further information was provided.